Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. The insulin pump was also received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump passed the dat test. The bolus history screen showed some boluses that were delivered and recorded before 4:29 pm on 10/05/2017. However the insulin pump was received with unexpected restart error alarm after battery changed and memory lost due to voltage leak. The pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had no delivery alarm. The blood glucose was over 600 mg/dl. Customer was hospitalized for high blood glucose. In the alert history showed the pump 4 times a no delivery alarm and in the bolus history is the last bolus of 9,0 u normal, but the pump showed no delivery and customer tried to give a bolus for correct the blood glucose but the blood glucose is raised. Troubleshooting done on the insulin pump and general programming are ok, self-test, high pressure test and displacement verification tests were ok. The insulin pump will be returned for analysis.